Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary pvr449101h no anomalies found; no anomalies found; full lead returned; no anomalies found; full lead returned; no anomalies found; full lead returned. Cause of death was requested but not received.